Manufacturer narrative:
The customer provided some images of the device pre and post repair. The pre-repair imaging showed that the distal component had migrated and a type iii endoleak was present at the junction. The post-repair imaging showed the intervention device in place and no endoleak present. The work order was reviewed and appears complete and correct with no evidence that the device was not manufactured according to specification. The IFU supplied with the complaint device states that the long-term performance of fenestrated endovascular grafts and stents in the fenestrations/scallops has not yet been established and component migration is a potential adverse event. The exact cause of the graft migration is unknown, however potential contributing factors include: graft sizing; inadequate expansion of grafts; inadequate sealing of grafts; patient anatomy. This is the (B)(4) complaint of this type with a low occurrence rate of (B)(4), complaint history is routinely reviewed during complaint investigations to ensure that trends are constantly monitored.

Event description:
This endovascular graft was implanted 3 years prior. The original implant showed that there was three stent overlap of the proximal and distal body. There was an obvious distal migration of the distal body resulting in a type 3 endoleak.

Manufacturer narrative:
Device remains in-situ and will not be returned.

Event description:
This endovascular graft was implanted 3 years prior. The original implant showed that there was three stent overlap of the proximal and distal body. There was an obvious distal migration of the distal body resulting in a type 3 endoleak.